Manufacturer narrative:
Expiration date: 31-mar-2025. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+2.0/110 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting and significant reduction of irido-corneal angles. The problem was resolved. Another icl lens was not implanted. The cause of the event was unknown.